Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by customer.

Event description:
It was reported that: "helium loss alarms, potential iab abrasion. They had changed the tank twice and continued to have the same alarm. Iab tip was between 2nd and 3rd intercostal. They were able to visualize the iab opening fully. They explained they'd already removed the iab prior to connection and are placing a second. No blood noted in the driveline at time of discontinuation. Patient had been experiencing ectopy along with alarms. They issue was during use on a patient but there was no patient injury or consequence."

Event description:
It was reported that: "helium loss alarms, potential iab abrasion. They had changed the tank twice and continued to have the same alarm. Iab tip was between 2nd and 3rd intercostal. They were able to visualize the iab opening fully. They explained they'd already removed the iab prior to connection and are placing a second. No blood noted in the driveline at time of discontinuation. Patient had been experiencing ectopy along with alarms. They issue was during use on a patient but there was no patient injury or consequence."

Manufacturer narrative:
Qn# (B)(4). Section d.4. UDI number was upadated (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.